Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 581 mg/dl. She stated that the customer had been doing well and then suddenly felt weak and ill prior to being hospitalized. The customer was wearing the insulin pump at the time of the event. At the time of troubleshooting, the blood glucose reading was 378 mg/dl and the customer felt weak, sleepy, and had no appetite. The customer treated with manual injection. The drive support disk appeared normal and recessed. No air bubbles or leaks were noted and insulin was able to exit with a manual prime. The insulin pump passed the high pressure test. It was advised that the customer change the entire set, reservoir, and insulin and treat per a health care professional's instruction.